Event description:
Allegedly pain started 9 months ago. Revised (B)(6) 2014. Medium activity level. Average weight.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00658, 00659, 00660.